Manufacturer narrative:
Concomitant product: product ID 5572-53 lead, implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds, high bipolar impedance and noise was observed on the electrogram. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.